Manufacturer narrative:
Customer initially reported cause of elevated bg was not known and alleged pump supplies may have contributed to event. However after meeting with tandem clinical diabetes specialist and healthcare provider, infusion set types, pump processes and managing diabetes were discussed. There was no reported device issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 494 mg/dl. Cause of event was not known; however, was related to pump/supplies. Insulin injection was administered and bg lowered. Customer went into diabetic ketoacidosis (dka) and was admitted to the hospital. Insulin drip was administered. Customer was discharged on (B)(6) 2018 with elevated bg/dka resolved. Contact declined tandem technical support's offer to perform a system check. Tandem clinical diabetes specialist followed up with the contact/customer and reviewed infusion set types and pump processes. Reportedly, customer met with another healthcare provider for further assistance with managing diabetes.